Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) was unable to be interrogated via bluetooth. The ICD was able to be interrogated after re-interrogating the device. The patient was stable.